Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
Synergy china registry. It was reported that heart failure occurred. In (B)(6) 2023 the patient presented with stable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion was located in the middle right coronary artery (rca) with 90% stenosis and was 25 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of 4.0 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2023 the patient was diagnosed with chronic heart failure and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. At the time of reporting, the event was recovering/resolving. Six days later, the subject was discharged on aspirin and clopidogrel. It was further reported that no medication/action were taken to treat the event.

Manufacturer narrative:
(B)(6).

Event description:
Synergy china registry. It was reported that heart failure occurred. In (B)(6) 2023, the patient presented with stable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion was located in the middle right coronary artery (rca) with 90% stenosis and was 25 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of 4.0 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2023, the patient was diagnosed with chronic heart failure and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. At the time of reporting, the event was recovering/resolving. Six days later, the subject was discharged on aspirin and clopidogrel.